Manufacturer narrative:
Assessment/investigation by merz: a lot search in the global safety database was conducted on the reported lot (batch a00257900) and 1 additional case was noted. A review of trending for radiesse(+) did not identify any trends related to the reported issue (q4-2025 radiesse product family trending report, rec-002150, 11-may-2026); therefore, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case was assessed as serious per the following rationale: the case is considered as serious with the serious event anaphylactic reaction because treatment was deemed necessary to prevent a life-threatening condition or permanent damage. Corrective treatment included an epinephrine injection and outcome was considered as resolved. The reported event occurred in a compatible temporal relationship, whereas anaphylactic reaction is a systemic event. The event anaphylactic reaction is expected based on the currently valid us instructions for use (IFU) of radiesse(+) and can occur after treatment with radiesse(+). Based on the information provided, causality is assessed as possibly related to the treatment with radiesse(+), however there is no indication that a product-related issue contributed to the event. This case is considered as serious with the serious event anaphylactic reaction because treatment was deemed necessary to prevent a life-threatening condition or permanent damage. Merz causality re-assessment/investigation due to follow-up information received on 12-may-2026: the batch record review for radiesse(+), lot a00257900, contains nonconformance reports (ncr) related to this lot. Reference mna-ncr-3917. During the batch record review, it was determined that this ncr did not contribute to the reported complaint because it did not impact final product quality, all final release criteria was met. Causality and seriousness remain unchanged as possibly related and serious.

Event description:
Case description: this spontaneous report was received from a us healthcare professional and concerns a 59-year-old female patient. The patient was injected with radiesse(+), on (B)(6) 2026. Batch number was reported as a00257900. A lot search in the global safety database was conducted. On (B)(6) 2026, after the radiesse(+) injection, the patient experienced an anaphylaxis allergic reaction. Treatment included an epipen. The patient was stable after 1.5 hours of monitoring. Due to provided information, the event was considered as resolved, on (B)(6) 2026. Follow-up information was received on 12-may-2026: the batch record review was received and the lot number for radiesse(+) was confirmed as a00257900 (expiry date: 29-jan-2028).